Event description:
This notification is being reviewed due to a user of a dreamstation bipap avaps30 device with an allegation of visible foam degradation. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to the manufacturer for evaluation. During evaluation, visible foam degradation was observed within the device assembly. Error code 105 (indicating an issue with the pca) and error code 250 (indicating an issue with the pca) was found in the device log history.